Manufacturer narrative:
(B)(4). It was reported that the insertion slot of the preface was broken. The issue was resolved by changing the sheath to another one. Upon receipt, the device was visually inspected and the brim cap was missing of the molded hub. Then per the reported event, the ring hub was observed under a microscope and no anomalies were observed. A good known brim cap was snapped to the device and a vessel dilator was introduced successfully into the preface sheath. The brim cap and gasket remained snapped during the test. Same test was performed using a smart touch catheter and no malfunction was noticed. The od's of the hub ring were measured and were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified since the brim cap was not received with the product. However the device passed the functional analysis. It remains unknown the root cause of the failure since the device did not present evidence of a manufacturing defect or any anomaly that could contributed to the failure reported.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/02/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
This complaint is created initially for MDR not reportable issues. It was reported that the insertion slot of the preface sheath was broken. The issue was resolved by changing the sheath to another one. It was also reported that the smart touch catheter was not displayed by the magnetic sensor error during the ablation. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. This complaint is re-assessed to MDR reportable based on failure analysis lab findings on 3/2/2016. Brim cap was missing off the molded hub of the sheath. Brim cap was not returned with the sheath. This is MDR reportable as the missing brim cap exposed the patient to the potential for bleeding or air embolism that might require additional intervention to prevent serious injury or death.